Manufacturer narrative:
Additional information in d1, d4, h6. After receipt of new product information, we assure that the device 75003742/ lot d0709398 is not sold in the us markets and therefore, this event does not meet the threshold for reporting and is a non-reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, it has been found an aseptic loosening of a hip prosthesis sl-mia, shaft smith and nephew, bicon smith and nephew, revision surgery will be necessary.